Manufacturer narrative:
The device in this case has not been returned for evaluation at this time. Lot history record review was not possible as the lot number of this device was not reported. If the device is not returned within 60 days, the file will be closed, and a follow-up report will be sent. Based on the reported event details, an exact root cause cannot be determined at this time.

Event description:
A marathon was being prepared for use in an avm treatment with onyx. It was reported the catheter perforated the patient's vessel during navigating.physician was then quickly injected onyx into the vessel to seal the perforation. No complications were reported to have occurred with the patient during this event.